Manufacturer narrative:
A covidien customer support engineer (cse) verified the customer reported issue. The cse then replaced the top membrane switch and overlay. This resolved the customer reported issue. (B)(4).

Event description:
A report was received from china stating that an ht70 ventilator experienced a malfunction. The customer stated that the silence and down buttons were not working. The malfunction did not occur during pt use.